Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had a device revision performed. It was noted the battery was moved higher in pocket due to it being too low and the patient sitting on it.